Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed and after inspection a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.